Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the head cap of the vizigo¿ sheath handle broke off during the procedure. No air entered the patient¿s body, and no blood return was observed. The vizigo¿ sheath was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 10-jan-2024. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the head cap of the vizigo¿ sheath handle broke off during the procedure. No air entered the patient¿s body, and no blood return was observed. The vizigo¿ sheath was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the brim cap was observed detached from its original place. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A device history review was performed for the finished device 60000278 number, and no internal actoins related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).